Manufacturer narrative:
Investigation: one photo was received depicting a loose 3ml syringe and a used butterfly needle filled with what appeared to be blood. One box with sample depicted in the photo was received. The box arrived damaged. An open plastic biohazard bag was found inside with a contaminated butterfly needle visible and damp cloth wrapped around another object, potentially the syringe in question. A paper list on the side indicated the presence of a single 3ml syringe inside. However, the samples were contaminated and manipulated and could not be evaluated due to potential risk. No unused representative samples from the same batch were received for evaluation, therefore the defect could not be confirmed. The reported defect was not confirmed in the samples received. Please note the product is a syringe-only product and any leakage at luer could be related to other components and how they are used. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd plastipak¿ syringe luer-lok¿ leaked at the connection between the syringe and the needle during injection of iodine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe luer-lok¿ leaked at the connection between the syringe and the needle during injection of iodine.